Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the inside of the hand piece is completely burnt. There is no visible damage on the cable although the entire hand piece smells like burnt plastic, confirming this complaint. No further testing can be conducted due to its condition. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A root cause for the reported failure cannot be determined from the information provided. The associated generator will be investigated to determine if it is the cause of the failure. It was noted that a re-processed electrode was used in the procedure, which is warned against in the IFU. Failure to follow instructions and using a re-processed electrode could have possibly contributed to this complaint. It was also noted that this is the second similar incident from this facility where a re-processed electrode was used. No further actions are warranted for the hand piece at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that the electrode got hot and there was charring on it. No consequence to the user or patient. The case was completed with a second generator. Device will be returned and replaced. The following additional information was received by mitek complaints on 5-9-14; the customer reported that the vapr handpiece became hot during a shoulder repair. The surgeon completed the procedure with another like device and new generator. The customer confirmed they were using a reprocessed electrode. The customer could not provide how many times the handpiece had been used but reported it under a year old. Customer's biomedical department upon opening the generator smelt smoke and noticed it was fried from within and charred inside. The customer reported no patient consequences or delay. The devices are being returned for evaluation. See associated medwatch # 1221934-2014-00216.

Event description:
It was reported by the customer that the electrode got hot and there was charring on it. No consequence to the user or patient. The case was completed with a second generator. Device will be returned and replaced. The following additional information was received by mitek complaints on (B)(4) 2014; the customer reported that the vapr handpiece became hot during a shoulder repair. The surgeon completed the procedure with another like device and new generator. The customer confirmed they were using a reprocessed electrode. The customer could not provide how many times the handpiece had been used but reported it under a year old. Customer's biomedical department upon opening the generator smelt smoke and noticed it was fried from within and charred inside. The customer reported no patient consequences or delay. The devices are being returned for evaluation. See associated medwatch # 1221934-2014-00216.